Manufacturer narrative:
Device is combination product. Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that instent restenosis occurred. A 3.00 x 16 synergy stent was implanted at an unspecified date. Post implant the patients stent had collapsed and bypass surgery was performed. The patients daughter had called to confirm that there were no recall against this device. The field action representative checked their records and there have not been any recalls on this products. No further complications were reported.